Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. A non-qualified iol was indicated. The root cause may be related to a failure to follow the dfu. The customer indicated the use of a non-qualified lens/cartridges combination. The use of non-qualified combinations may lead to delivery issues and/or damage to the lens or the cartridge. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. The manufacturer internal reference number is:(B)(4).

Event description:
A customer reported that during an intraocular lens (iol) implantation procedure, a scratch was noted on the lens during insertion. The lens was removed and a backup lens was implanted. No patient harm was reported. Additional information has been requested. There are two related reports for this patient. This report addresses the cartridge, and another manufacturer report will be filed for the iol.